Event description:
Customer reported hospitalization due to diabetic ketoacidosis. Customer's current blood glucose reading is 320 mg/dl. Customer reported pain, headache, and sweatiness as symptoms of high blood glucose. The customer's blood glucose reading at the time of the hospitalization was 500 mg/dl. Through troubleshooting a no delivery alarm was noted prior to the hospitalization. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.